Event description:
It was reported the synergy model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). The iol has been problematic and the patient underwent a yag, vitrectomy, and aberrometry procedures and the patient did not improve. The doctor feels the iol is defective and is planning to explant the iol and replace it with a zlb00 iol. Patient is happy with the synergy model intraocular lens (iol) that was implanted into his ocular dexter (right eye).

Manufacturer narrative:
Section d-4 model number: unknown, as device serial number was not provided.section d-4 device serial number: unknown as information was not provided.section d-4 device expiration date: unknown as device serial number was not provided.section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it remains implanted in the patient¿s ocular sinister (left eye). Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Section h-6 health effect - impact code: 4625 vitrectomy and yag. Section h-6 medical device problem code: 3191 although defective iol was reported, it is unknown what the reported issue is in reference to the intraocular lens (iol). Therefore, device problem code 3191 is being provided for dc-unspecified/other with patient contact. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.